Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 26 of the patient's mouth. Ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, abscess and fistula. No further patient complications were reported.